Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The calibration signals were low, but within expectations. Quality controls run between 27-apr-2025 and 30-apr-2025 were within range. A general reagent issue can be excluded because another reagent kit of the same lot performed according to expectations. The investigation identified the issue was related to the failure of a single reagent pack. The root cause of the failure could not be determined, but the issue is consistent with transport or storage issues.

Event description:
The initial reporter stated they received discrepant results for 11 patient samples tested with elecsys cea on a cobas e 801 analytical unit. Refer to the attachment for all patient data. The customer stated they obtained systematically lower results with one reagent pack (pack b) in comparison to results from other packs of the same lot (packs a, c, d) and results obtained from a different lot on a second analyzer (e602) at another site.